Event description:
Patient 10 of 14:it was reported while using bd vacutainer® sst¿ blood collection tubes, 1 patient had erroneous progesterone results when compared to a tube without gel. There was no health impact or consequences reported.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Patient 10 of 14: it was reported while using bd vacutainer® sst¿ blood collection tubes, 1 patient had erroneous progesterone results when compared to a tube without gel. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary:bd received 2 photos of test results for investigation. Photos cannot be used to confirm erroneous results. Additionally, 100 retention samples of the incident lot selected from bd inventory were visually inspected with no issues identified. Bd medical affairs, franklin lake, nj conducted a controlled clinical study comparing bd vacutainer sst blood collection tubes (gel) and bd vacutainer serum blood collection tubes (non-gel) across abbott i4000 and siemens centaur xpt platforms under standardized conditions (direct venipuncture, 30 min clotting for bd vacutainer sst blood collection tubes, 60 min for bd vacutainer serum blood collection tubes, and centrifugation at 1300g for 10 minutes), with statistical analysis performed by bd. The study demonstrated that bd vacutainer sst blood collection tubes are clinically equivalent to bd vacutainer serum blood collection tubes for testosterone and progesterone, with all results meeting acceptance criteria and showing acceptable 24-hour stability, indicating no confirmed tube-related performance issue.this complaint remains unconfirmed for ER- testosterone.based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. No definitive root cause could be established for the reported defect.this complaint is unable to be confirmed for the indicated failure mode erroneous results. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.